Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es main drawer 5 was failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station main drawer 5 had failed to open and required maintenance. The field service engineer (fse) discovered that the inseparable latch magnet was missing from the main full height drawer 6. The fse replaced the missing latch magnet, checked the cabling which was found to be functioning properly and installed the bumper kit and network plugs. The system functioned as intended after the field service engineer repaired the device.